Event description:
On 24-apr-2026, an arthrex subsidiary employee reported via email that an ar-1588rt-ib tightrope ii rt was used for femoral fixation during an arthroscopic multiligament knee reconstruction performed on (B)(6) 2026. Femoral drill holes were created, and the tendon suspension system was inserted. The implant plate passed through both cortices and was positioned on the lateral femoral cortex. While tensioning the sutures to advance the graft, the suspension loop ruptured. Intra-articular examination showed fraying of the suspension loop, resulting in loss of fixation and graft migration. The sutures were retrieved; the plate and tape remain implanted per medical judgment. A peek interference screw was used as an alternative fixation to complete the procedure. The event resulted in an intraoperative delay, and no additional anesthesia was administered. No patient harm was reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.